Manufacturer narrative:
Device serial #: for type of device: device, hemostasis, vascular. Device model #: for type of device: device, hemostasis, vascular. Unique device identifier (UDI): for type of device: device, hemostasis, vascular.

Event description:
Patient had balloon angioplasty/drug-coated balloon angioplasty of a long occlusion involving her left superficial femoral artery. Following the procedure, perclose attempts x 3-4 were not successful and could be due to tortuosity and adiposity in the inguinal area; hemostasis was achieved using 20 minutes of manual pressure and for additional safety measures a femostop was placed.

Event description:
Patient had balloon angioplasty/drug-coated balloon angioplasty of a long occlusion involving her left superficial femoral artery. Following the procedure, perclose attempts x 3-4 were not successful and could be due to tortuosity and adiposity in the inguinal area; hemostasis was achieved using 20 minutes of manual pressure and for addt'l safety measures a femostop was placed.